Event description:
It was reported that during a total hip replacement procedure, the device was used for entire soft tissue, activated on hip, sheath detached from blade and the locking pin was visibly bent. The device was removed from the field. The sheath was removed from blade and the blade remand fixed to the hand piece. It required a bio med to remove the blade tip. The blade broke when attempting to remove it from the hand piece. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis showed that the device was returned with the distal tip of the blade broken off. The remaining blade portion was scratched. Additionally, the blade was received with the pin not returned. The blade was noted to be scratched at the pin hole. This damage is consistent with an attempt to remove the blade from the hp when the pin is out of position or bent. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.